Event description:
Information was received from a healthcare professional and a manufacturer representative regarding a patient implanted with a neuro stimulator (ins). Lead migration was reported. It was reported that rep got a text message from the physician stating the patient was being wheeled into surgery to remove the lead in his neck. The patient basically scratch that and dug out the lead and exposed it through the skin. Once the patient was on the table, rep connected to his battery and red and impedance check the lead that he dug out of his neck, exposing outside of skin was all red x do not use. The lead was simply removed and the hole in the battery was plugged. Hcp removed the neck lead and now the patient only has two leads left. The issue was resolved. Explanted lead was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead; product ID 97715, serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (b)(6, ubd: 26-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. See regulatory report # 3004209178-2025-08238 which has been identified as the implanted system with the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported they do not know which serial number belongs to which battery as it was not documented. It is known that the issue was with the battery on the patient's right side of their chest.